Manufacturer narrative:
Age at time of event - above 18 years and older.

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the right coronary artery. A 4.00 x 32 synergy drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion even after many attempts and the stent was noted to be dislodged outside the patient. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.